Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the severely calcified circumflex (cx) artery. The lesion was predilated with a 3.0 x 12 mm non-boston scientific balloon. The physician experienced difficulty when advancing the 3.00 x 16 mm taxus express2 drug eluting stent. While attempting to position the stent, the stent became stuck and dislodged from the catheter. The stent delivery system was removed. Leaving the undeployed stent in the cx. No inflation were made to the stent balloon. The physician attempted to snare the stent out, but was unsuccessful. A 2.0 mm non-boston scientific balloon was then placed inside the stent and inflated to 2 atms to try to expand the stent, but was unsuccessful. Then a 3.0 mm non-boston scientific balloon was placed inside the stent and inflated. The stent was fully expanded with a portion of the stent in the left main (lm). After the stent was deployed that patient had no flow and crashed. A balloon pump was inserted and mechanical ventilation was initiated. The physician then deployed a 3.50 x 8 mm taxus stent in the lm. A positive angiogram was completed showing the patient had good flow. Patient is stable and in the hospital. No additional patient complications were reported. Additional information was requested.

Manufacturer narrative:
The cause of the difficulties stated in the complaint could not be determined. The delivery device was disposed and the stent remained in the patient. The manufacturing records for this top assembly batch have been reviewed and no issues or discrepancies were found. This record review confirms that the device met all material, assembly, and performance specifications.